Event description:
Caller reported a tandem mobi cartridge alarm while loading the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Initially, the caller could not reload the original cartridge and had no backup supplies. In a follow-up, technical support assisted the caller in loading a new cartridge, successfully resuming insulin therapy, and resolved the issue. The caller requested replacement supplies, and technical support arranged for these to be sent, leaving the caller satisfied.